Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline, and the customer was unable to access the medbank cabinet. A hard reboot was attempted, and the usb ports were switched; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.